Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had swelling and fluid at the ipg site. The doctor took fluid for cultures. Surgery was taken for pocket revision for a suspected infection, however no infection was confirmed with the cultures taken showed no infection or growth. During the surgery the doctor found a superficial staple had become irritated. The ipg site was cleaned out thoroughly. The patient's site was closed and reportedly the patient has effective therapy.